Event description:
It was reported by the customer that the device received a 133.6090 error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of has an 8015 unit giving a 133.6090 error. Technical support - 1. Replace the main speaker. 2. Return the unit to the factory. Had biomed charge the battery for a few minutes. Error went away. A review of the device history record showed the device had a manufacture date of 03/09/2017. The review was performed from the date of manufacture 03/09/2017 to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Replace the main speaker. 2. Return the unit to the factory. Had biomed charge the battery for a few minutes. Error went away. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by the customer that the device received a 133.6090 error. There was no patient involvement.